Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that controller wont power on when recharger telemetry module (rtm) is plugged in. It was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the implant (ins) was not charging. The issue started about a week ago. The controller (ptm) said it was recharging excellent but the charging level was not incrementing anywhere. Pt said the light on the controller was yellow and the ins was in red. Pt saw no damage. Asked the pt if ptm was charging from the wall fine. Pt said it was not doing the same: ins charging level was not moving. Instructed pt to reset the ptm. Pt took the battery out, plugged in the ptm. The screen came on. Pt put the battery back and the green light was blinking. Ptm was taking a charge. Ptm was at 60% and ins was in red. Had pt plug in the recharger (rtm) again. At first it was stuck on 'checking the recharger' and it kept spinning. It then connected, ins was still in red. Stimulation was off. Pt mentioned one day they pulled the recharger out of connection to the 'stimulator' (ptm) and it was acting funny. Asked if the port was damaged. Pt did not see any damage. Pt also mentioned one time it showed it was not connected right or something. Offered sending pt a new recharger. Pt declined stating they needed the ptm. Pt then added the button on the top of ptm was bent and crooked. A replacement controller was sent out. Information was received from a patient (pt) regarding an external device. The reason for call was pt's controller not advancing off the home screen when the recharger antenna was plugged into the controller since about a week ago; pt did not get the "position" or the "connect" screens. Pt's controller was just replaced. During the call, the pt plugged the recharger antenna into the controller, but the "position" and the "connect" screen did not appear. Controller remained on home therapy screen. Pt said their ins battery was low. A replacement recharger telemetry module (rtm) was sent out. Pt mentioned their therapy was turned off during the call.